Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had called the ventricular assist device (vad) team after the primary controller had exhibited a controller fault alarm while at home and was told to exchange the controller to the backup controller. A controller fault alarm then occurred on the back up controller. The patient went to the hospital to have the backup controller exchanged. It was noted that the patient log files were good without abnormal parameters for vad restart. Both controllers were exchanged. It was also reported that the loss of power did not occur due to a device malfunction.

Event description:
It was reported that two controllers generated an alarm and a controller fault alarm, which was probably caused by an end-of-life internal battery. The patient exchanged one controller at home, and the other controller was muted, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-sept-2019 / serial#: (B)(6) d9: no h3: no h4: mfg date: 26-sept-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: two (2) controllers ((B)(6)) were not returned for evaluation. A review of the manufacturing documentation was not per formed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient¿s primary controller, initially in use during the reported event. Log file analysis associated with (B)(6) revealed two (2) controller power-up events and associated motor start events logged on (B)(6) 2025 at 22:24:46 and at 23:17:41, indicating losses of power to the controller. The data point recorded prior to the first loss of power indicated that (B)(6) was connected to power port one (1) with (B)(4) relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with (B)(4) rsoc. The data point recorded after the first loss of power indicated that (B)(6) was connected to power port one (1) and a power adapter was connected to power port two (2). The data point recorded prior to the second loss of power indicated that (B)(6) was connected to power port one (1) with (B)(4) relative state of charge (rsoc) and that a power adapter was connected to power port two (2). The data point recorded after the second loss of power indicated that (B)(6) was connected to power port one (1) and a power adapter was connected to power port two (2). No anomalies were recorded leading up to the losses of power. The controller was without power for eleven (11) seconds and one (1) minute and forty-three (43) seconds, respectively. Review of the alarm log file also revealed one (1) vad disconnect alarm was logged on (B)(6) 2025 at 23:18:47, indicating a physical disconnection of the driveline from the controller. The alarm cleared at 23:20:11, after which a motor start event was recorded at 23:20:17, indicating that the driveline was connected to the controller. Log file analysis also revealed three (3) controller fault alarms logged on (B)(6) 2025 at 23:10:19 and on (B)(6) 2025 at 00:04:45 and at 07:02:41, indicating an issue with the internal battery. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient¿s backup controller, initially in use during the reported event. Log file analysis associated with (B)(6) revealed five (5) controller power-up events without an associated pump start event were logged on (B)(6) 2025. Review of the event log file revealed that, prior to the controller power up events, the controller last had power on (B)(6) 2023, indicating that the controller power up event likely occurred during the reported controller exchange. Review of the alarm log file revealed four (4) vad disconnect alarms were logged on (B)(6) 2025 between 00:55:08 and 01:15:17, indicating that the controller was powered on without the driveline connected. In addition, log files revealed that both of the controllers had been in use for more than two (2) years. As a result, the reported controller fault alarm associated with (B)(6) and the reported loss of power events were confirmed. The reported controller fault alarm associated with (B)(6) could not be confirmed due to insufficient evidence. The most likely root cause of the losses of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information, the most likely root cause of the vad disconnect alarm associated with (B)(6) can be attributed to the controller being powered on without the driveline connected, likely in preparation for the reported controller exchange. The most likely root cause of the observed vad disconnect alarm associated with (B)(6) can be attributed to a physical disconnection of the driveline from the con troller. The most likely root cause of the controller power up events associated with (B)(6) can be attributed to a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Additional products: d1: controller d4: (B)(6); h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a loss of power occurred on one of the controllers.